Event description:
It was reported to dexcom technical support on (B)(6)2015, that the receiver displayed a hardware error on (B)(6) 2015. There was no serious injury or medical intervention reported; however, the user was not a dexcom patient and was borrowing the device from a friend.

Manufacturer narrative:
(B)(4). The device was not returned for investigation and data was not provided; therefore the reported hardware error cannot be confirmed. It should be noted that in this case, the user of the device does not have the required prescription for the dexcom continuous glucose monitoring system and was borrowing it from a friend. Additionally, the device was out of product warranty. A root cause for the reported hardware error cannot be determined.